Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
Boston scientific received information that this pacemaker was explanted due to premature battery depletion. Implant was in 2017. Longevity was showing 1 year remaining. No additional adverse patient effects were reported.